Event description:
During the index procedure, the pt demonstrated coronary spasm after stent deployment. The spasm was treated with intra-coronary nitroglycerin. The spasm resolved after treatment. The pt was admitted for an urgent percutaneous cardiac intervention (pci) with the indication for the procedure being unstable angina. The ejection fraction was 50%. The pt was noted to have >50% stenosis of the left anterior descending (lad) artery. The target lesion was reported to be the mid lad. The lesion was reported to be: 60% stenosis, not a total occlusion, not an ostial lesion, not at a bifurcation, and de novo. A cypher 3.0/23 mm stent was deployed using direct stenting. Angiographic success was achieved for this lesion. The stent was not post-dilated. The post-procedure diameter stenosis was 0%. The flow post-procedure was timi 3. There were no reported complications or device malfunctions. Pre-procedure medications were: aspirin, beta-blocker, plavix, statins, and thrombin inhibitors. Intra-procedure medications were: thrombin inhibitors, and angiomax. Post-procedure medications were: aspirin, plavix, beta-blocker, statins and an ace inhibitor. Four days after the index procedure, the pt returned to the hosp with acute coronary syndrome/chest pain. An adenosine mibi test revealed anterior ischemia. A repeat catheterization demonstrated the cypher stent was patent, but there was disease distal to the stent. The event was reported to be related to the index procedure. The distal disease/lesion was determined to not be amenable to an additional stent. Medical treatment was elected.